Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse with assistance from the technical support engineer (tse), successfully reprogrammed the ppc_pic manifest and the ppc_pic image loader, allowing the system to power up without further faults or errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operating room staff encountered numerous errors on the screen. Despite multiple reboots and retries, the system continued to error out. The technical support engineer (tse) reviewed the logs and identified 311 errors, which pointed to golden image errors associated with the console. The caller inquired about using the system, but the tse advised that the system could not be used until the field service engineer (fse) resolved the issue. Consequently, the caller stated that they would have to cancel the case and ended the call. The procedure was aborted prior to patient involvement.